Manufacturer narrative:
Product ID: 3487a-45, lot# j0208413v, implanted: (B)(6) 2002, explanted: (B)(6) 2019, product type: lead; product ID: 3487a-45, lot# j0118275v, implanted: (B)(6) 2002, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the percutaneous leads were replaced. The issues were resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. Possible age of leads contributed. Trouble shooting was not successful. The hcp has scheduled patient for lead replacement/revision. The issue was not resolved at the time of the event. Patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the patient's had their ins replaced due to normal battery depletion of their previous ins. The rep reported that the patient had not used their therapy for the last two years, but the patient realized she wanted the therapy again so they replaced the ins. The rep met with the patient today to try and program the patient's therapy, but the patient does not feel any stimulation. An impedance check showed high impedances on contacts 8, 9, 10, 11, and there was a short contact on pair 12-15. The rep was unable to get any stimulation using multiple electrode pairs. No further complications were reported. No additional patient symptoms were reported.